Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was experienced low blood glucose. Blood glucose at the time of event was 31 mg/dl. Customer was treated it with glucagon and syrup after 20-30mins her blood glucose went up and she was revive from being unconscious. She nearly died in the night due to going so low was not detected by insulin pump. Before bed, blood glucose was 125 mg/dl and no active insulin. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.